Event description:
During an endoscopy procedure, a cook instinct endoscopic hemoclip was used. The physician was closing a defect post polypectomy of the ascending colon. Clip was functioning in terms of rotating, opening/closing however when nurse/clinician went to deploy clip, they were unable to get the clip to detach from catheter. Both the clinician and nurse attempted to deploy. To remove the product clinician needed to pull the clip off the mucosa and the clip remained attached to the catheter. A clip from another manufacturer was used to complete the originally intended procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation could not confirm the report. The device was visually inspected for defects that would prevent clip deployment, however, none were observed. The device was then advanced into a pentax ec3830-tl colonoscope in a simulated lower gl position with the tip in the maximum retroflexed position to simulate a worst case position. The clip was successfully deployed on simulated tissue by applying an expected amount of force to the handle spool. Therefore this device functioned as intended in the laboratory setting. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Instructions for use state to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use state if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.